Manufacturer narrative:
Results: device not returned.

Event description:
Reportedly, pt expired approx after an implant duration of 0.2 mos (in 2007, after an implant date of six days earlier), due to unk reasons. Unk if pt death is device related.